Event description:
On (B)(6) 2020 at 0150, patient unable to get volume. Ett check and inspected evidence of rupture (whole in the cuff). Emergency re-intubation performed with same size ett (7.5). Equipment saved and sent back to manufacturer for review. FDA safety report ID# (B)(6).